Manufacturer narrative:
Product was returned from the field due to rf telemetry anomaly, the anomaly was confirmed. The merlin programmer with rf transceiver crashed and displayed an error message due to bit flipped from hardware error code reset. After re-loading the product code, analysis of the device indicated normal rf telemetry with the merlin programmer. Electrical testing revealed normal device characteristics with battery voltage above eri. The telemetry was stable and normal throughout the entire testing of the device. Despite extensive testing the telemetry error could not be reproduced and the cause of error code could not be determined.

Event description:
It was reported that the pulse generator could not be interrogated during device preparation, prior to implant. The merlin programmer displayed an error message. The device was attempted to be interrogated using another programmer, but it failed again. The device was not used and replaced. The patient did not experience any adverse consequence.